Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, surgeon fired the first clip and it was fine. Second clip was fired and it did not occlude the vessel. The proximal end of the clip was gaping and did not close properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.